Manufacturer narrative:
One device was returned for analysis. Visual inspection found a scratched lcd lens, scratched rear label, bubbled dso seal and worn uso seal. The tamper seal was broken. A functional test was performed and the reported issue was duplicated. During power up, motor service due was displayed. As a result, the software was reinstalled to reset the motor's odometer. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a motor error. It is unknown if there was patient involvement, no adverse patient effects were reported.